Manufacturer narrative:
The device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
No patient involvement: the complainant reported that the automated impella controller (aic) purge disc was broken. The aic was removed from service.

Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console and the logs were returned for evaluation. The data logs were reviewed finding that there were purge disc not detected alarms. The console was evaluated and it was confirmed that the purge flag had broken off on the console. The root cause of this issue was a broken purge flag.